Event description:
It was reported that this right ventricular (rv) lead was suspected to present a perforation and infection. The whole system was explanted and the new pacemaker will be implanted on the other side at a later date. No additional adverse patient effects were reported.